Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #01 MFR report:(B)(4). 1.section h. Box 6. Device code 2 results: blood was observed on the pump housing and inside the vacuum inlet. Conclusions: evaluation of the returned pump max confirmed that blood was aspirated inside the vacuum assembly. If the aspiration tubing is connected directly to the vacuum inlet instead of the canister, supplied by penumbra, blood will aspirate into the vacuum assembly. If fluid is aspirated into the vacuum assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the hospital staff accidentally connected the aspiration tubing (tubing) directly to the pump max rather than the canister. Consequently, blood was aspirated into the pump max. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.